Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: part number: 03.647.972 lot number: 23p5091 manufacturing site: haegendorf release to warehouse date: december 12, 2019 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo review: the image(s) was reviewed based on the supplied image(s), and the complaint condition of ¿broken¿ was confirmed, as it can be seen that threads broke at the distal tip. Visual inspection: visual inspection of the returned device showed that the threaded distal tip portion broken off and missing. No other issues were identified. A device failure was identified. Dimensional inspection: dimensional inspection: distal ø measured dimensions: ø proximal to breakage: conforming document/specification review: innerdrive removal complete innerdrive removal front based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Investigation conclusion: no definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, three (3) inner shaft for removal screwdrivers were broken. There is no further information available. This report is for one (1) inner shaft for removal screwdriver. This is report 2 of 3 for (B)(4).